Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per boston scientific, it was reported this lead was capped due to unknown product performance issue on 3/6/2020. Additional comments: rv threshold had been stable at 3.0 v at 1.0 ms for more than 1 year. Stable impedance over past 12 months. Based on patient 100 percent pacing, a new rv lead was placed today on rv septum. No adverse patient events were reported. Should additional information become available, this file will be updated.